Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7153259. UDI: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 230845. UDI: (B)(4).

Event description:
It was reported that the leads migrated drastically per imaging taken, and the patient could not get stimulation on other pain areas despite of optimizing the program. It was also noted that the patient had a fall that led to a sore that was bleeding on the medial side of the implantable pulse generator (ipg). The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were not returned.